Event description:
It was reported to philips that the device fails the operational check at the defibrillation testing. The field service engineer (fse) evaluated the device and confirmed the operational check failure. The device needs a processor pca and a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the processor pca and a high voltage capacitor require replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device fails the operational check at the defibrillation testing. There was no patient involvement.